Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was a diffused lesion located in the moderately tortuous and severely calcified right superficial femoral artery (sfa). A non-bsc introducer sheath was introduced. After a non-bsc guidewire was advanced to cross the lesion, a 6.0mmx60mmx135cm (4f) sterling¿ balloon catheter was advanced to dilate the lesion. However, upon the first inflation, the balloon ruptured at 14 atmospheres due to the lesion calcification. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).